Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, based on the customer's basal rate settings of 1.3 units/hour, there was a 12.3 unit discrepancy. Blood glucose level was not impacted. Although requested, the customer declined to perform troubleshooting for the reported issue.